Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540313006037. This report will be amended when our investigation is complete.

Event description:
It is reported that 2 patients experienced heterotopic ossification post-operatively; one was grade 1 and the other was grade 2.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. No product was returned; visual and dimensional evaluations could not be performed. Insufficient information provided to perform a device history review. The device was used for treatment. It is reported that biomet m2a-magnum device was used with zimmer m/l taper stem device. Zimmer biomet has not tested the compatibility of this combination of devices, and this would be considered an off-label use of this product as indicated on the packaging insert. Surgical notes were not provided. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.